Manufacturer narrative:
(B)(4). This report is for two (2) unknown broken screws. The original implant procedure was performed on an unknown date. (B)(6). Product investigation summary: the following devices were received for evaluation: two (2) broken extraction screws (part 309.530), three (3) carbide drill-bits (parts 309.004s and 309.006s), one (1) tomofix plate (part 440.843s), two (2) damaged, unknown locking screws, and six (6) intact locking screws (parts 413.375s, 413.342s, 413.334s, 413.350s, 413.375s-x2). The extraction screws appear to have fragmented tip sections. Throughout the removal procedure, this breakage can occur because of device overloading situations. All the three carbide drill bits show signs of use on the surface and tip sections, but no material is broken off. The received plate shows extreme damages of the surface and two holes enlarged by drilling. The two unknown locking screws show damage to the head sections, likely due to drilling out the head during extraction. All six of the received locking screws are intact and undamaged. Based on the visible damages, design documentation for the screws and screw insertion/extraction were reviewed. Multiple factors can lead to technical difficulties during removal of locking compression plates (lcp) fixed with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins forming a bond between the plate and screw thread. Some of these factors are patient specific factors or depend on the proper care of the surgeon, and can thus not be investigated. The root cause analysis can, therefore, not be determined. No final statement about the cause of such issues during lcp removal can be made. No manufacturing related failures could be detected. A review of the device history records could not be conducted without the valid lot numbers for the associated parts. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a tomofix plate and screw removal procedure on (B)(6) 2015. During the procedure, the surgeon encountered difficulty while extracting the locking screws from the c- and d- holes as those screws had been firmly fixed within the plate. The extraction screws utilized to remove the implanted screws broke during the process. At this point, the surgeon temporarily halted the attempt to remove those two screws and moved on to the other locking screws within the plate. A carbide drill was later employed to assist in the removal of the stuck screws. The drill was successfully able to break down the remaining extraction and locking screws. However, metal debris generated throughout the process spread into the patient's muscle fibers. The surgeon removed as much of the debris as could be seen, but x-ray imaging indicated that a lot of debris remained in situ. The surgeon does not believe the metal debris will cause problems and/or require future treatment. Due to the thickness of the plate and the (intra-operatively) broken screws, the procedure was extended by approximately three and a half (3 and half) hours. The patient has reportedly been stable thus far. This report is for two (2) unknown broken screws. This report is 4 of 4 for com-(B)(4).